Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified loation. The device contained ceftolozane/ tazobactam 4500 mg in 230 ml of sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), and h11. H4: the lot was manufactured between january 10-13, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo sample revealed droplets inside a yellow bag that contained the device, suggesting that a leak may have occurred within the yellow bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.